Manufacturer narrative:
A medtronic representative inspected the imaging system on-site. Log file from day of event identified that 3d image issue was due to calibration data from imagers folder were not loaded during system reboot. Completed 2d/3d successfully with no issue. Completed fluoro and rad gain calibrations with no issue. Several system cycle starts were performed and again completed 2d/3d with no issues observed. Invalidate home sequence also completed. E-stop condition was not observed while on site. Log files from day of event were viewed and several e-stops were noticed. Found system dongle key was not secured and locking screw was broken. The dongle was replaced and the issue was resolved. A software investigation was also completed. The manufacturer software team reviewed the logs and it was noticed the system was going into e-stop. Suspect hardware since dongle key was not secured and locking screw was broken, per the on-site troubleshooting. The root cause of the issue was determined to be damaged dongle screws. A full imaging system check-out was completed following troubleshooting and part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. This event was identified during a retrospective review as discussed with the FDA (B)(4) district office on april 7, 2016 via medtronic navigation, inc. Response to (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that during a spinal fusion procedure, the imaging system was entering e-stop spontaneously. Pressing the e-stop reset button would reportedly temporarily clear the e-stop, although not every time. The system was rebooted twice. On the second reboot, the status for the motion system was blank, while the x-ray and and mobile view station (mvs) were green and scrolling. The system also displayed that it was in stand alone mode at this point. The image acquisition system (ias) and the mvs were then rebooted independently with the umbilical disconnected, and the system was able to enter 3d mode. A spin was successfully taken, but the image quality was poor. The use of the imaging system was then discontinued because of this issue. The procedure was completed successfully using a c-arm after a reported delay of 15 minutes. The patient was not impacted.